Event description:
A malfunction alarm was reported, but no notable events occurred prior to this issue. The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific information. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy.